Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated : "other#". The 510k number provided is for the domestic similar product.

Event description:
This customer has recently changed their extension set to the (B)(4) and since then they have noticed that the male luer connector is different to the previous one they are use to. The report suggests that since they changed over, they have noticed leakages between the male luer connector of the (B)(4) and the "careflow" cvc. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.